Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this crt-d was explanted. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory found that a low voltage alert, code 1003, was recorded after the device had been explanted. The cause of the code may have been the temperature change (i.e., change from body temperature to room/environmental temperature). No codes were noted to have been recorded prior to the device being explanted. The battery voltage was confirmed to be as-expected and still supported full device function. This device had been implanted for approximately 9 years. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with normal battery depletion. Although this device is included in an advisory population, analysis confirmed it did not exhibit the advisory behavior.